Manufacturer narrative:
Other applicable components are: product ID 37742, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that there was a poor communication screen on the patient programmer. The patient was initially able to connect, however whenever she tried to increase/decrease or switch programs, then it would revert back to the poor communication screen. There was no telemetry with the antenna. Using the patient programmer without the antenna did not resolve the reported issue as the patient was able to initially connect, however she was still having the same issue whenever she tried to a make a change. The patient could not feel stimulation. These issues began on (B)(6) 2016. The patient has contacted the health care provider who placed the implantable neurostimulator in the back area to have the implantable neurostimulator checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.